Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that hair-like foreign matter was found in the bd phaseal¿ protector p50j. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported about something like human hair in the protector. The drug used is fluorouracil."

Event description:
It was reported that hair-like foreign matter was found in the bd phaseal¿ protector p50j. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported about something like human hair in the protector. The drug used is fluorouracil."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-05. H6: investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, a hair was observed between the expansion bladder and film. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. As the lot involved in this incident is unknown, a complaint history review cannot be performed. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure. H3 other text : see h10.